Event description:
During surgery, the scrub tech notice that the tip of the harmonic device was damaged. The plastic element of the tip was separated from the metal portion. The device was removed and inspected. No part of the device was missing. The device was removed from the sterile field and replaced. No complications resulted. (B)(4).